Event description:
The pt presented with total occlusion of the distal sfa to the popliteal artery. Following positioning of a 5 x 15 gore viabahn device, the deployment line was pulled. Much resistance was experienced, and approximately 10 cm of the device opened/expanded when deployment halted. The physician continued to pull on the line and the line broke. Continued efforts to complete deployment of the device were unsuccessful. The procedure was converted to open repair, to remove the viabahn device and implant a femoro-popliteal bypass graft. The pt was fine at the end of the procedure.

Manufacturer narrative:
A review of the manufacturing records was conducted. Results: the review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. The viabahn device was returned and inspected. No anomalies attributable to the manufacture of the device were evident. The endoprosthesis had moved on the distal catheter shaft as a result of having been pulled into the introducer sheath. The deployment line was stuck inside the catheter because of dried blood and could not be examined without excessive damage. Thus, no conclusion about the condition of the end of the deployment line was drawn. Our investigation was inconclusive as to any cause(s) for the inability to complete device deployment in-vivo.